Manufacturer narrative:
Recall numbers: 1627487-05242011-002-r, 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained her scs ipg was taking a longer time to charge and was not holding the charge as long as it used to. Follow up identified the patient's scs ipg was replaced with a new one.